Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Visual inspection of provided photo confirmed reported defect. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) was opened for this device.

Event description:
It was reported that when the push button for retraction was activated, there was device separation of the 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter. No injury or medical intervention.